Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to low amplitudes. Technical services (ts) recommended doing further testing in vectors across all postures at the next follow up appointment. Additional information was received that this device also exhibited t-wave oversensing resulting in another stored untreated episode. Additional information was received that this device again exhibited oversensing resulting in an inappropriate shock while the patient was lying on their side. The device was the reprogrammed to the alternate vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.